Manufacturer narrative:
Device was used for treatment, not diagnosis. Date of event: 2009 may; 91 (4) :w3-5. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
An abstract was received titled: broken kirschner or guide-wire retrieval: a report of 4 cases, department of orthopaedics, postgraduate institute of medical education and research, chandigarh, india. Authors and website: sen, ramesh kumar; tripathy, sujit kumar; aggarwal, sameer; agarwal, amit; goyal, tarun; tahasildar, naveen; dhatt, sarvdeep. Reportedly: two cases were reported in which the guidewires had migrated into the hip joint and had to be removed. No further information is available at this time. A copy of the abstract will be submitted with this report. This report is for guidewires. It is unknown if the guidewires were synthes devices. This is 1 of 1 report for complaint (B)(4).